Manufacturer narrative:
Medical device expiration date: unknown . Investigation summary: a 2000e (B)(6) product was not available for investigation; however, the customer confirmed that the complaint sample was from lot 21045805. Further information provided by the customer indicates that a complete occlusion was experienced during connection with a huafu product. A review of the production records for lot 21045805 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston of the smartsite during the assembly process; fluorosilicone is used as a lubricant within the smartsite to ensure the consistent opening of the piston when the smartsite is activated, and an insufficient amount may cause a temporary occlusion. Additionally, previous investigations have also determined that features on the surface of the male luer of the connecting products may also contribute to occlusions of this nature. These features include flash or a raised edge to the tip of the male luer which have previously been shown to intermittently lead to restricted flow due to them pinching the blue piston of the smartsite and not allowing it to open. This can sometimes be resolved by disconnecting and reattaching the same luer connection which may reposition the luer against the piston and improve the flow, or alternatively by changing the connecting male luer. In this instance as the connecting product and affected product were not available for investigation it could not be determined which is the most likely root cause for the customer's experience in this instance.

Event description:
It was reported when using the bd alaris¿ smartsite¿ needle-free valve there was flow issues. The following information was provided by the initial reporter. The customer stated: "the needle-free infusion connector was unable to exhaust during the process of being connected to the patient's indwelling needle. Another needle-free infusion connector was used and the same method of exhaust was used, which was very successful."